Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "very hard, visible bumps" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1ml juvéderm® volift¿ with lidocaine in the lips. After 2 weeks the patient presented with very hard, visible bumps all over the lips. Patient was treated with 90 units of hyalase, but symptoms have not improved. Symptoms are ongoing.